Event description:
Caller reported a malfunction alarm labeled as alarm 2. The impact on the customer's blood glucose level was unknown as the caller declined to provide specific details; however, there was no indication of recurring issues requiring additional assistance. The customer resolved the issue by changing the insulin cartridge and resuming insulin delivery, with no further information on whether the infusion set was changed. Technical support closed the case as no further assistance was necessary.